Event description:
The patient has back injury after a work-related injury in (B)(6) 2002, has herniated discs at l4-s and l5-s1. Patient presents for anterior-posterior fusion. (B)(6) 2004: lumbar discogram, chronic low back pain findings: l5-s1 causing pain, decreased disc height, conservative measures have failed to improve symptoms (B)(6) 2005: preoperative diagnosis: herniated disc at l4 through si. Postoperative diagnosis: herniated disc at l4 through si. Operation: anterior retroperitoneal exposure of l4-5 and l5-s1. (B)(6) 2005: pre <(>&<)> post op diagnosis l4-5 and ls-s1 herniated nucleus pulposus l4-5 and ls-sl instability l4-5 and ls-s1 annular tears. Findings: instability of l4-s and ls-sl with herniated nucleus pulposus at both levels. Operation: l4 to the sacrum bilateral segmental instrumentation. L4 to the sacrum posterior bilateral lateral fusion. Intraoperative use of fluoroscopy. Patient remained on workers comp for several months. Patient has undergone MRI, CT scans, emg, other imaging of lumbar spine, and physical therapy over the years since accident at work and spine fusion surgery. (B)(6) 2010: physician visit for back pain management and prescription refill (B)(6) 2010: physician visit, low back pain and medication review (B)(6) 2010: patient presents today for lower back pain, medication refill. (B)(6) 2010: patient presents for low back pain, medication refill. (B)(6) 2011: physician visit patient still has neck and low back pain, has undergone therapy and medication treatment (B)(6) 2012: physician visit, pain management from work injury sustained 4 years prior. Patient complains of achy pain in low back and radiating pain from low back down both legs.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
Reportedly the patient developed "serious pain, mental anguish and I'm afraid I'll have to have another surgery if things keep getting worse."

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient underwent fusion surgery in which rhbmp2/acs was used. As per operative notes,¿ bmp was then placed in the decorticated fusion bed from l4 to the sacrum bilaterally. The rods were then contoured and applied into the screws. Locking nut were applied and then appropriately torqued. Hemostasis was achieved.¿ no intra-operative complications were reported.